Manufacturer narrative:
(B)(4).the date of this report on the initial manufacturer report was incorrect and has been updated. (B)(4).

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was reproduced. During the evaluation, the downstream sensor current reading was above specification with a fluid filled set loaded. The device was calibrated to ensure proper occlusion detection. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump the device experienced downstream occlusion alarms. There was no patient involvement.